Manufacturer narrative:
Pump received with an intermittent keypad buttons. Pump passed displacement test and active current measurement but failed the sleep current test due to moisture damage on pcba 2. Self-test failed due to pump error 63 alarm during testing. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Frozen screen was not observed during testing. No unexpected battery alarms/alerts during testing or in the pump history on the event date, however, pump error 63 (variable 3) alarmed during testing. Pump was cut open to perform visual inspection and found moisture damage on the pcba 2. The pump failed the keypad voltage test on the center, top, bottom, left, back button (0.01v) problem was due to broken solder joint on u1 chip on pin 7. The j1 connector on pcba 1 was locked properly during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: overlay scratched, cracked keypad overlay, broken belt clip rails, and pillowing keypad overlay. Pump passed all other required testing but failed the sleep current test due to pcba 2. Unexpected battery power loss was confirmed due to high sleep current caused by moisture damage on pcba 2. Intermittent keypad was observed during analysis and confirmed due to broken solder join on the u1 chip at pin 7. Frozen screen was not observed during testing, frozen screen was not confirmed. Pump error 63 was confirmed due to broken trace on the u1 chip at pin 3. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported and frozen display and blank display for their insulin pump. No harm requiring medical intervention was reported. Troubleshooting was performed. It was unknown whether the customer will continue or discontinue the use of the device and the product will be returned for failure analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.